Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a system controller cell low alarm. The cell battery was replaced, but the alarms still occurred.

Manufacturer narrative:
During analysis, the device was connected to lab equipment and was unresponsive. Further eval revealed nonfunctional fuses that interrupted the voltage supply to the primary and backup circuits. After replacement of the fuses, the log file was able to be retrieved and the system operated thereafter without any functional issues. Review of the log file revealed the system was operating in the backup mode with speed decreases, two motor stopped events and atypical motor power elevations. Also the time clock was counting out of numerical order indicating a potential inaccuracy with the data. The motor power ranged from 8 to 12 watts. The motor power speed ranged from 8000 to 9800 rpm with two brief motor speed events. The log file did not contain any data prior to the device reverting to the backup mode. The evaluation of returned system controller indicated an over current situation that damaged the fuses to the primary and backup circuits. The analysis could not determine a root cause for the over current condition. A review of device history records for this device showed no deviations from manufacturing or qa specs. No further information is available. The MFR is closing its file on this event.